Event description:
This report is being filed in accordance with the safe medical device act of 1990 as amended to 1992 in public law 002-300 and as published in the federal register december 11, 1995 and by submission is not to be interpreted as an admission of negligence or fault on the cervix migrated out a previously unk perforation-necessitating surgical removal from the abdominal cavity. 12/19/96 revised report: a perforation of the pt's uterus occurred during a complicated dilation of the cervix. Additionally a catheter was placed into the uterine cavity to act as a stent. Postoperatively it became apparent that the catheter migrated through the unbeknownest perforation requiring laparoscopic removal. Multiple dilaters ranging from a lacrimal probe to no greater than a 13mm hager dilator was attempted. Since identified postoperatively, device ID or supplier is unk.